Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device was not available for return.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired an infection. The patient was hospitalized and was provided IV antibiotics. The device was explanted. The patient had recovered without sequelae. The patient was receiving very good pain relief and is looking forward to re-implant.